Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported three discordant carbon dioxide (co2) results obtained on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. Cse performed a mixer alignment test and diagnosed that reagent probe 5 (r5) and sample probe 3 (s3) had failed. The cse replaced the r5 and s3 probes. Additionally, there was an integrated multisensor technology (imt) rotary valve error during the system check and the valve was removed, cleaned, and rebuilt. The imt probe was also replaced. An auto-alignment was performed and the quick check passed. The imt dilution check passed as well. Siemens concluded that the potential cause of the event was the defective r5 and s3 mixers. Replacement of these parts is considered normal troubleshooting/maintenance for issues of this nature. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three low discordant carbon dioxide (co2) patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s) and questioned. The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2 results.